Event description:
Subsequent to the initial report, a supplemental report is needed for a correction to h6 codes.

Event description:
It was reported, that initial setup was prompted. It was indicated, that the patient was using an unsupported operating system, which is misuse of the device. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.